Event description:
It was reported the patient¿s device would be explanted. There was no further information known at the time of report it was later reported the device was explanted so the patient could have an MRI for possible cancer of the liver. No patient symptoms or injuries related to the event. Patient status was noted as alive with no injury or adverse event.

Manufacturer narrative:
Product ID 389033, lot# j0444371v, implanted: 2005-(B)(6), product type lead product ID 748925, serial# (B)(4), implanted: 2005-(B)(6), product type extension product ID 7435, serial# (B)(4), implanted: 2005-(B)(6), product type programmer, patient product ID 389033, lot# j0455412v, implanted: 2005-(B)(6), product type lead product ID 748925, serial# (B)(4), implanted: 2005-(B)(6), (B)(4).

Manufacturer narrative:
(B)(4).